Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high right ventricular (rv) lead shock impedance measurements with current value being greater than 125 ohms. Boston scientific technical services (ts) recommended bringing the patient into the clinic and performing shock lead impedance testing. Due to the fact that the patient lives in a remote area the physician elected to monitor the patient. No adverse patient effects were reported. The device and lead remain in service.